Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the new patient orders were not crossed to the station. The technical support specialist noticed that the device was on critical override. The tss advised the customer to take the device out of critical override and checked the new patient's information was crossed over. The customer confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the new patient orders were not crossed to the station. The customer reported that the malfunction resulted delay in dispensing of the medication to a patient. There were no adverse events or injuries reported based on this incident.